Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging blood reading as control. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (02/05/2013)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strip passed testing with no faults found. The meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
Follow-up # 1 (08/05/2013)-product evaluation: the subject meter was returned on (B)(4) 2013 and analysis completed on (B)(4) 2013 by lifescan product analysis. The reported complaint could not be confirmed. The device met all specifications for testing and no issues were observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.